Event description:
According to co's customer, an elevated pt sample with an accu tni of 0.97ng/ml was generated by an access 2 instrument and reported out of lab. The pt had a normal ckmb result obtained from the same sample. The pt was redrawn several hours later for accu tni and the result was 0.03ng/ml. The original sample (sample a) was retested and an accu tni result of 0.03ng/ml was obtained. The pt was admitted for observation. The lab did not receive any report of injury requiring medical intervention or change to pt treatment attributed to or connected with this event.